Manufacturer narrative:
Concomitant medical product: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a cc4204a, +24.50 diopter, intraocular lens was implanted, removed and replaced with the backup lens within the same surgery due to it tearing at fold line.

Manufacturer narrative:
Additional data: device evaluation: lens was returned dry, in a specimen cup. There was clear surgical residue on product. Visual inspection found presence of residue on lens, and lens was returned in pieces-unable to evaluate. (B)(4).

Manufacturer narrative:
Corrected data: (B)(4).